Manufacturer narrative:
The manufacturer has received the sample and will be evaluated. Results are expected soon.

Event description:
A 4.5 fr ptfe microintroducer in set "burred" and broke off at distal tip. Skin nick was elongated by clinician prior to introduction of microintroducer. No other clinical features noted at time of procedure.